Manufacturer narrative:
According to the customer contact, on or around (B)(6) 2024, the plaintiff was leaving the doctor's office from an appointment, and as she attempted to stand, the calf brace on the right side of the chair started to spin catching her foot, causing her to trip and fall, with her head hitting the glass door and arm hitting the door jam. The plaintiff sustained severe and debilitating personal injuries. The individual suffered personal injuries, pain and suffering, medical expenses and future medical expenses. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact, on or around (B)(6) 2024, the plaintiff was leaving the doctor's office from an appointment, and as she attempted to stand, the calf brace on the right side of the chair started to spin catching her foot, causing her to trip and fall, with her head hitting the glass door and arm hitting the door jam.